Manufacturer narrative:
Pump received on 3/4/2024. Functional testing was done on pump on 3/14/2024. Pump passed all tests on 3/14/2024. Pump ran without tubing and test passed as it alarmed "air-in-line"; loaded tube into the pump and test passed as pump does not alarm "air-in-line"; ran the pump creating air bubble and test passed as pump alarmed "air-in-line". Pump issue was not duplicated.

Event description:
On 2/27/2024, zyno received a report that the pump is not catching air in the line when the infusion completes which means that the pump is not alarming when there is air in line. Parameters infused are 50ml/hr x 30 minutes, 100ml/hr x 30 minutes, 200ml/hr x30 minutes, 250 ml/hr. Medication infused was gamunex-c. No patient harm was reported. Nurse caught it before air entered the patient.